Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. It was verified that the system pcb was faulty. The device can not be repaired due to the obsolete part. The device was returned without repair, per the customer¿s request.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.